Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 23 mm trifecta valve was implanted. On (B)(6) 2016, the patient was admitted to the hospital with vague symptomatology and confusion. A valve-in-valve tavi procedure was considered due to prosthetic stenosis; however, the patient was very confused and appeared to be a poor candidate for aggressive intervention. Over the course of the hospitalization, the patient became increasingly confused, withdrawn, refused medication, and had sudden ventricular fibrillation (vf) arrest. No resuscitative measures were given as the patient had a "do not resuscitate" order on file. The patient died on (B)(6) 2016 and the cause of death was congestive heart failure with vf arrest. (Clinical study patient ID: (B)(6)).